Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient was believed to have acquired an infection following an implant procedure, and was provided with a PICC line and treated with IV antibiotics prophylactically. There was no infection present upon examination, but a small area of necrotic tissue was noted around the ipg pocket which was debrided. The patient was not explanted and has recovered without sequelae.